Event description:
It was reported that (1) device was used during a mamma plastic surgery. It was reported by the affiliate that the tim20 instrument locked so that clips could not be fired. Another instrument was used to complete the case. There was no consequence to the pt.